Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the high voltage lead impedance measurements were unsuccessful. High voltage lead impedance was able to be measured in dual coil setting but not in single coil setting. During unsuccessful high voltage lead impedance measurements charging beeps were heard on the programmer.